Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the impedances were >10k ohms and > 40k. The rep reported that the lead connection check showed all avoids; the rep ran impedances which showed all 40k ohms. Rep changed reference electrodes and continued with >40k ohms. The rep checked wens connection and changed leads in wens with results showing out of range.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. Product :977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that one of the leads was severed at the anchor site. The was no cause determined for the second lead. Both leads were replaced. This issue has been resolved. No further complications were reported.